Manufacturer narrative:
Biomerieux investigated a discrepant result with the vidas® system associated with a qcv failure with slot 1 of section a. A field service engineer visited the site to examine the instrument to determine the root cause of the qcv failure of this slot. Upon visual inspection, the engineer found a debris that blocked movement along the spr block guide for this slot. The engineer performed a deep cleaning of the instrument including the spr block guide and the springs. The engineer returned the instrument to service and the qcv passed for all slots.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a (B)(6) customer reported issues with tests that had been completed using instrument vidas analyzer (u), (B)(4), serial number (B)(4). This event was recorded under (B)(4). At the time of the assessment there was no indication that there was any patient impact. On the (B)(6) 2015 the customer provided new information concerning the retrospective analysis of patient results from the original event. The customers analysis identified a false positive result for anti hbc for one patient test. A request has been made for the customer to provide additional information for the exact product references and lots used for this specific patient test and patient outcome. To date this information has not been provided.